Event description:
Reporter stated that the surgeon attempted to insert a 23.0 diopter three piece collamer lens model cq2015 using a cq cartridge-fp and the msi-tm injector, but the tip of the cartridge caught on the patient's protruding iris, tore the iris, which caused intraocular bleeding. The patient has a pre-existing condition known as a floppy iris syndrome, caused by usage of flomax, a blood thinner for prostatic conditions. The surgeon stated that the cartridge opened wider than normal, while the iol was being pushed out, and the iris caught onto the slit of the cartridge. Intraocular bleeding stopped, without any medical or surgical intervention. Another lens was successfully implanted into this patient's eye, and a suture was placed on the corneal incision. As of 1/06 patients bcva was 20/30 and is doing fine. The reporter stated that the cartridge tip appeared normal, prior to use. This the second lens that was attempted to be implanted into this patient. See medwatch report #2023826-2006-00127 for the first lens.